Event description:
A pt reported experiencing inaccurate erratic results with a one touch basic original meter. The pt's blood glucose results were 168mg/dl, 191mg/dl, 128mg/dl. Tests were done within < 10 minutes with a difference of 23%. Pt did not experience any adverse events. No further info has been reported. Customer cleaning meter incorrectly.